Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed a downstream occlusion calibration. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of failed downstream occlusion sensor (dso) calibration could not be confirmed during calibration. Upon further investigation found the upstream occlusion sensor (uso) seal buckling, the dso seal was cracked, and the motor odometer out of specification. Replaced the motor, uso seal, dso seal, the keypad, side label, overlay chassis black gasket, and rear label. Performed dso/uso sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.